Manufacturer narrative:
(B)(6). Device is combination product. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that post a stenting treatment procedure, the patient experienced a stroke. The patient presented due to acute coronary syndrome and cardiac catheterization was recommended. The index procedure treated the 99% stenosed, 3.0x32mm target lesion located in the mid right coronary artery. Treatment consisted of pre-dilation, the placement of a 3.0 x 38mm taxus element stent and post dilation resulting in 0% residual stenosis. Three days post the index procedure, prior to discharge, the patient experienced a cerebral vascular event with symptoms including right sided weakness and dysarthria. The patient was transferred to the stroke ward for evaluation. A CT of the head was performed and no significant changes were noted. The subject was treated medically and symptoms improved. The patient was discharged to a rehab facility ten days later on clopidogrel (no asa secondary to allergy). Per the physician, the event was listed as "related" to the study stent.